Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was unresponsive due to a missing button contact. Additionally, investigation revealed contamination under the down arrow and contrast keypad buttons. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad cover was found to be torn at the up arrow button. During testing, the up arrow keypad button was found to be completely unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts. The up arrow button contact was found to be missing. Additionally, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).